Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix reported a complaint from a healthcare professional: the admin set tubing broke where it came apart at the cassette. "The tubing has come out from the connector". Patient returned to the facility to get further attention and to return the defective tubing. Device operator was the patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.